Event description:
It was reported that pt received post op placement of catheter via left subclavian insertion. After insertion, blood could be aspirated from both limbs. During first several minutes of treatment, a large amount of air was noted in arterial line. Arterial limb of catheter was found to be "broken and separated from stem of catheter." No pt complications reported at this time.